Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, lot # l66211, implanted: (B)(6) 1999, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient missed a refill. The low reservoir alarm was (B)(6) 2015@1822 and the empty reservoir alarm was (B)(6) 2015 @ 0306. No audible alarms were heard. The patient had been admitted to the hospital and was in the cardiac ICU receiving IV medication. The pump would be refilled once the patient stabilizes. The pump reservoir volume was programmed to 1ml, low reservoir alarm to 0.5ml and the pump programmed to minimum rate. The following day it was further reported the patient had a history of a heart failure and was taking some type of oral narcotic as needed. Per the reporter the patient had missed their refill due to health issues that were unrelated to the pump; however, after the patient missed their refill they were not feeling well. The reporter was not aware of what specific symptoms the patient experienced but suspected the patient may have experienced a heart attack or stroke, but did not know definitively. The patient was not communicable, but the reporter did speak to the patient¿s wife. The reporter did not know if the pump was actually empty, and assisted in programming the pump to minimum rate and reprogramming. The reporter was also at the hospital for an hour and did not hear the pump alarming. The patient was a very sick man and the reporter did not know what ultimately caused the patient to experience the symptoms that led to his stay in the cardiac ICU. On (B)(6) 2015, the healthcare provider reported the patient was hospitalized due to pneumonia and heart failure, neither of which were at all related to the patient¿s pump. The patient missed their refill on (B)(6) because they were still in the hospital as a result of these two events. Per the healthcare provider the patient¿s pump was operating fine at this time and they had no issue with it. The pump was used to deliver clonidine and morphine.